Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no capture of the lv lead using all four electrodes and rv threshold increased. The lead appeared to have been pulled back. The lead was revised. The patient remained stable throughout the procedure.